Manufacturer narrative:
Description box was incorrectly populated on the original submission. The narrative should read: on (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 when he allegedly obtained an error 4 message when attempting to use the subject device to measure his blood glucose. The patient stated that he manages his blood glucose using insulin and self-adjusts the dose, and reportedly increased his dose of levemir insulin at night from 25 to 27 units in response to the alleged issue. The patient denied experiencing any symptoms in response to the alleged issue, and did not specify receiving any further form of medical intervention in response to the reported issue. The patient stated that his blood glucose was not measured using any other device. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the device, the testing technique was correct and the test strips had not expired. The csr walked the patient through a re-test but was unable to resolve the issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.